Manufacturer narrative:
H3: product ID: 97755 ; serial# (B)(6); product type recharger was returned for analysis. Analysis found recharger antenna failure. Specifically, stuck on checking the recharger screen. It was also noted that the cable insulation was peeling away at donut end and wires were exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported that for the past couple weeks to a month they have been having problems charging the implanted neurostimulator. Caller stated that the controller keeps saying it won't update and to call manufacturer and they have to reset the controller to get it to start again and it will finally update. Agent attempted to clarify the message, but caller was unsure of the details. Caller stated the message appears each time the patient goes to charge their implant, but later stated it only appears when the patient is struggling to charge. Caller added that it takes all day long to charge the implant and it's being a real pain. Caller reported no visible damage to the recharger, controller battery compartment pins, or battery pack. Caller noted that one of the pins in the controller port looked a little darker than the others. Agent attempted to have caller initiate a charging session; however, the patient was sleeping. Caller will document if message reappears and call back for further troubleshooting once patient is awake. Caller mentioned the patient has been having some health issues and also mentioned previous battery replacement, which agent understood as controller replacement. Additional information received from the patients representative. Patient representative called regarding code they have been seeing 1) intellis 2)3.6 3)58 4)qf_new. Caller states doesnt charge well and takes forever to charge machine. Caller states there is no current damage to the equipment. Caller states has the problem when charging only. Caller also mentioned gets warm when charging. Agent reviewed and sent request to repair for controller. Additional information received from the patients representative. Caller called back stating the replacement controller is still not charging implant. Agent clarified which piece is heating up, caller stated the paddle cord is getting hotter than usual (what she remembers). Agent emailed repair to replace recharger. Agent reviewed if recharger replacement does not fix issue, it is best to follow up with healthcare provider in person.

Manufacturer narrative:
Continuation of d10: product ID 97755, lot/serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.